Event description:
A consumer's spouse reported that immediately following bilateral intraocular lens implant (iol) surgeries, the consumer was experiencing glare and halos in both eyes causing difficulty when driving. The consumer was also experiencing blurry near vision with and without correction. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Additional information has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).